Manufacturer narrative:
Batch review performed on 18 october 2022. Lot 2012909: (B)(4).

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. About 11 months after the primary surgery, the surgeon revised the medacta head and competitor liner. The surgery was completed successfully.